Manufacturer narrative:
H10. D10. Concomitants - product information: 4537151 02-012-45-6060 - lgc tibial fit tray cem sz 6f / 6t; 6560084 02-020-11-0360 - truliant ps cem fem ps cem right sz 6; 6562060 200-02-38 - three peg patella 38mm. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6) 2021, and then experienced a revision surgical procedure on (B)(6) 2022, approximately 1 year, 3 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
Manufacturer narrative: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.